Manufacturer narrative:
Report received from home care dealer of possible incident with likolight. Lift serial # and year of manufacture were not provided by dealer. Distributor waiting on broken parts to be returned for inspection/analysis. Update will be submitted once parts are returned.

Event description:
Phone call from dealer that a home owner reported that "as patient was transferring off recliner using a likolight mobile lift, that something had happened at the home, something broke, dropping the resident back into the recliner. No injury was reported." Dealer felt pt should not have been using this lift due to weight and requested a quote for a bigger lift.